Event description:
Senseonics was made aware of a false hypoglycemia event due to alleged sensor inaccuracies on (B)(6) 2022. Upon waking up he noticed all the alerts (out of range low glucose) from the sensor starting from 3:45 am until 6:45 am (there were 9 of them) but he never was symptomatic and when he checked his glucose levels with the bgm they were normal. The user was not symptomatic, did not require medical treatment, and was able to self treat.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the sensor performance deviated from normal behavior after insertion. The sensor was taking longer to recover after insertion and this resulted in mismatch between the sensor readings and fingerstick measurements during this time. Since there was a possibility that the sensor may not recover by day 21, a return material authorization (RMA) was issued to request the sensor for further investigation. However, the product was never received. As a result, no further investigation was possible for this complaint and the root cause of the issue could not be determined.